Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's eye. Excessive vault was observed. Lens remains implanted. Per the surgeon on (B)(6) 2020, seeking consult "about the icl vault in patient with a residual refractive error." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.